Event description:
It was reported that the patient with this pacemaker has a history of atrioventricular block and experienced syncope in serbia in (B)(6) 2023. A temporary pacing lead was placed then and removed while in serbia. The patient came back home to france and had a follow-up on (B)(6) 2023 to have the device check. The device and leads were functioning properly, but the pacemaker exhibited less than one-year remaining estimated battery life while it was implanted approximately six months ago. Subsequently, the device was explanted and in the operating room, after the pacemaker was removed, the unknown right ventricular (rv) lead did not capture at 5 volts. The unknown manufacturer rv lead was surgically abandoned, and a new rv lead was implanted. Additionally, boston scientific technical services reviewed the available data and indicated there was no clear element that could directly and without any doubts explain why the patient had a syncopal event in july in serbia. As mentioned in the events review, the patient had several fast atrial rates, one pacemaker mediated tachycardia (pmt) event. Both type of events could be symptomatic and possibly cause lightheadedness and or syncope. The data showed no premature battery depletion and the loss of capture with the unknown manufacturer rv lead was observed. No additional adverse patient effects were reported. The device is expected to return for analysis.

Event description:
It was reported that the patient with this pacemaker has a history of atrioventricular block and experienced syncope in serbia in (B)(6) 2023. A temporary pacing lead was placed then and removed while in serbia. The patient came back home to france and had a follow-up on 20jul2023 to have the device check. The device and leads were functioning properly, but the pacemaker exhibited less than one-year remaining estimated battery life while it was implanted approximately six months ago. Subsequently, the device was explanted and in the operating room, after the pacemaker was removed, the unknown right ventricular (rv) lead did not capture at 5 volts. The unknown manufacturer rv lead was surgically abandoned, and a new rv lead was implanted. Additionally, boston scientific technical services reviewed the available data and indicated there was no clear element that could directly and without any doubts explain why the patient had a syncopal event in (B)(6) in serbia. As mentioned in the events review, the patient had several fast atrial rates, one pacemaker mediated tachycardia (pmt) event. Both type of events could be symptomatic and possibly cause lightheadedness and or syncope. The data showed no premature battery depletion and the loss of capture with the unknown manufacturer rv lead was observed. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker has a history of atrioventricular block and experienced syncope in serbia in (B)(6) 2023. A temporary pacing lead was placed then and removed while in serbia. The patient came back home to france and had a follow-up on 20jul2023 to have the device check. The device and leads were functioning properly, but the pacemaker exhibited less than one-year remaining estimated battery life while it was implanted approximately six months ago. Subsequently, the device was explanted and in the operating room, after the pacemaker was removed, the unknown right ventricular (rv) lead did not capture at 5 volts. The unknown manufacturer rv lead was surgically abandoned, and a new rv lead was implanted. Additionally, boston scientific technical services reviewed the available data and indicated there was no clear element that could directly and without any doubts explain why the patient had a syncopal event in july in serbia. As mentioned in the events review, the patient had several fast atrial rates, one pacemaker mediated tachycardia (pmt) event. Both type of events could be symptomatic and possibly cause lightheadedness and or syncope. The data showed no premature battery depletion and the loss of capture with the unknown manufacturer rv lead was observed. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.